Event description:
A month after treatment with an enterprise stent, the male patient suffered a hip fracture and was admitted at a different facility for treatment. During treatment for the broken hip, plavix and aspirin were probably discontinued and the patient suffered an ischemic stroke and expired. The event was considered not related to the device or index procedure, since due to the broken hip, antiplatelet medication was discontinued.

Manufacturer narrative:
The product remains implanted. Additional information will be submitted within 30 days of receipt.